Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The consumer reported via social media a false negative result with the binaxnow covid-19 antigen self test performed on an unknown date. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported via social media a false negative result with the binaxnow covid-19 antigen self test performed on an unknown date. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The intake information required to enable further investigation, such as the kit¿s lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out of trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.